Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the arrhythmia is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that arrhythmia is addressed as a potential procedural complication when using farawave catheter. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of arrhythmia is a known inherent risk of farawave. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
A farawave catheter was used to perform a pulsed field ablation to treat paroxysmal atrial fibrillation. At the 6 month follow up, records indicated that the patient was receiving a beta blocker and a calcium channel blocker for supraventricular premature contractions, even though the 12 lead ECG showed sinus rhythm. It is not documented when the supraventricular premature contractions occurred or why they became the stated reason for the medication. The patient had already been prescribed these medications prior to the procedure for atrial fibrillation, and at the 3 month follow up after discharge, the same medications were still being used for that indication. By the 6 month follow up, the medications had not changed, but the documentation listed their purpose as treatment for supraventricular premature contractions rather than atrial fibrillation.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A farawave catheter was used to perform a pulsed field ablation to treat paroxysmal atrial fibrillation. At the 6 month follow up, records indicated that the patient was receiving a beta blocker and a calcium channel blocker for supraventricular premature contractions, even though the 12 lead ECG showed sinus rhythm. It is not documented when the supraventricular premature contractions occurred or why they became the stated reason for the medication. The patient had already been prescribed these medications prior to the procedure for atrial fibrillation, and at the 3 month follow up after discharge, the same medications were still being used for that indication. By the 6 month follow up, the medications had not changed, but the documentation listed their purpose as treatment for supraventricular premature contractions rather than atrial fibrillation.